Event description:
It was reported that during a coronary stent procedure, the balloon would not deflate. The entire system was removed. The stent was successfully deployed. The pt experienced a short run of ventricular tachycardia. The pt status is listed as "okay".